Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "during op (first use) white plastic located upper part of the blade was broken." Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have teflon pad damage on the clamp arm. The teflon pad appears to have a broken piece at the tip, which was not returned with the instrument. The broken piece measured approximately 0.074" x 0.027".

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was found to have the white plastic located upper part of the blade broken. No fragment fell into patient. A backup instrument was used. The procedure was completed with no report of patient harm, adverse outcome, or injury.